Manufacturer narrative:
(B)(4).

Event description:
It was reported that guide wire tip detachment occurred. A 035/180 amplatz super stiff¿ guide wire was selected for use. The tip of the guide wire broke off inside the diagnostic catheter. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR, eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR.: the device was returned for analysis. Unit returned with its original pouch. The unit returned has tip bent , as part of overall visual revision. The device has the distal tip unraveled. The outer diameter (od) of middle of the device and proximal section are within specification; however, the overall length and od of distal tip could not be performed due to device condition. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
It was reported that guide wire tip detachment occurred. A 035/180 amplatz super stiff¿ guide wire was selected for use. The tip of the guide wire broke off inside the diagnostic catheter. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.